Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 1ml of juvéderm volbella® xc in the upper & lower lips and had a nodule formation with hot skin, pain and swelling.

Event description:
Additional information noted that patient was treated with ¿antibiotics¿ which cleared up the event other than just a small nodule that remained but continued to decrease in size.